Event description:
Customer reported that she received a no delivery alarm during prime. Blood glucose value is unknown. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.